Event description:
It was reported that that the patient developed an infection. The pulse generator, right ventricular lead and right atrial lead were explanted and replaced. No further information was reported.